Event description:
It was reported that the user¿s infusion site partially dislodged and was manually reinserted, after which blood glucose rose to approximately the low 300s mg/dl and remained out of range for about 4 to 5 hours; the user was on a 23-inch teflon 6 mm inset infusion set, received guidance to replace the infusion set and cartridge, completed rewind, tubing fill, cannula fill, and resumed insulin therapy, with subsequent bg around 287 mg/dl and later 268 mg/dl trending steady. Symptoms included no reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education on infusion set and cartridge replacement and device workflow steps, along with manual bg entry and monitoring guidance. Investigation of this case revealed hyperglycemia associated with an infusion site issue and subsequent correction after set replacement, with the specific root cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.